Event description:
The customer reported to philips that there were problems with the battery. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.